Event description:
It was reported the patient's ipg has migrated and is uncomfortable. Also, the patient is experiencing heating at the ipg site when stimulation is on. The heating does not occur while charging. Surgical intervention took place on (B)(6) 2014 and the ipg was moved to the patient's abdomen.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.